Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrophysiologist (ep) thought the patients implantable cardioverter defibrillator (ICD) had delayed delivery of therapy for a ventricular tachycardia (vt) event when the device detected it as a supra ventricular tachycardia-atrial fibrillation (svt-af) event. Follow up was conducted and it was verified that reprogramming had been completed. The device remains in use no further patient complications have been reported as a result of this event.